Event description:
Shoulder-rest does not properly latch to the table top. No patient was involved and no injury was reported. The potential safety concern is that of shoulder-rest releasing from tilted table causing patient to fall from the table.